Event description:
Medtronic received information that 1.5 years following the implant of this transcatheter bioprosthetic valve, chest x-ray revealed distortion of the valve stent and a type I stent fracture. Echocardiographic findings revealed trivial to mild regurgitation and moderate obstruction of the melody valve. No intervention has been performed. No adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.